Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an intermittent loss of capture. Upon re-interrogation, the issue could not be recreated. The physician elected to leave the system implanted without reprogramming.